Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tm cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03215. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to dislocation. All components were removed and replaced.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. It cannot be verified if this is zimmer or biomet product. It is reported that a biomet arcos stem was used with a legacy zimmer constrained liner. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.